Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Microscopic examination of the needle and suture ends revealed that the suture material had broken in the bore of the needle. The suture material was damaged at the attachment point by a surgical instrument.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.